Event description:
The manufacturer received information alleging a ventilator's screen is not responding. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the complaint could not be duplicated. The customer stated that while in use, the batteries were low and the touchscreen became unresponsive. The batteries were recharged successfully and the touchscreen lock had not been enabled and no error codes were found in the event log. No further testing is needed.